Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total laparoscopic hysterectomy bilateral sapingo oophorectomy procedure, not more than five minutes from the time the doctor started to use the device; he was sealing the ovary ligament when the tissue still within the jaw of enseal and it got jammed. The handle of the instrument can't release to open up the jaw. He has to force open the handle. He tried for second time to clamped the tissue and the same problem occurred. Re-start generator and the same problem occurred with error message 'replace instrument'. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch #m90f1j. The device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that the retention pins that holds the jaws in position were bent. The device was connected to the generator and it was recognized. As a result of the damage to the retention pin this resulted in a short with the electrode and a ¿reposition jaws and reactivate¿ alert screen when the jaws were fully or partially closed. Due to the condition of the device not all functional testing could be performed. The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.